Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s grand mom reported via phone call that the insulin pump had an unexpected restart error alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that they were able to clear the alarm but were not able to complete rewind. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and a21 error test. No unexpected a21 alarm noted.